Event description:
Health professional reported a lap-band system explant due to infection. The rptr also noted a "gastric perforation from [lap-band] placement with intact imbrication and no active leak."

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis. The product associated with this report will not be returned. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Infection and stomach perforation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." "Infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses surgical technique in regards to perforation: "caution: during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach." "Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death."